Event description:
It has been reported to philips that there was no lateral x-ray. The device was in clinical use. No patient harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that malfunction of the adu (anode drive unit) of the lateral generator. Review of the log file indicate x-ray generator errors of the adu (anode drive unit). Upon further inspection, fse checked the system and confirmed that due to the gault in adu (anode drive unit) some fuses were blown. Fse replaced the adu (anode drive unit) and fuses. After replacement of adu (anode drive unit) and fuses, the system was returned to use in good working order. The codes were updated based on the investigation outcome.